Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2005 and ams ¿ intexen porcine dermal matrex 72403796 is referenced from to have been implanted due to stress urinary incontinence, but no clarifying information is provided. It is also reported that the patient experienced pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, incontinence and urinary frequency.